Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the luer hub broke and leaked after just 1 minute of infusing vectibix to a patient. The break and leak was noted at the junction where the filter was attached to the set. There was no harm.

Manufacturer narrative:
The customer report that the luer hub broke and leaked was confirmed. Visual inspection of the as-received set observed the female luer lock component to be damaged/cracked (extending from the luer opening to the luer body) with a side/piece of the luer component broken off. The luer component's injection gate was observed to be opposite the broken off piece. No tool markings were observed to be around the luer component. The root cause of the leak was due to the observed female luer component damage being cracked. The root cause of the cracked female luer component was identified as a combination of material degradation during the luer component's supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that the luer hub broke and leaked after just 1 minute of infusing vectibix to a patient. The break and leak was noted at the junction where the filter was attached to the set. There was no harm.